Event description:
It was reported that the lead exhibited high threshold. A chest x-ray revealed that the lead had dislodged due to twiddler's syndrome.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.